Manufacturer narrative:
The humidifier holder was not investigated by our field service engineer. The humidifier holder was replaced by the user facility but not returned for investigation. The failure was confirmed by provided photo showing that the humidifier holder arm had been broken off. The consequence of this kind of mechanical damage is that the humidifier gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the humidifier holder mounted on the ventilator broke. Here was no patient harm. Manufacturer's ref #: (B)(4).